Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the catheter tip broke off during use and the catheter had to be removed. No report of patient injury or harm.

Manufacturer narrative:
(B)(4). No lot number was provided by the customer, therefore, a device history record (DHR) review was performed based on a lot number of the customer sales history (23f14a0392). No issues were found. Complaint verification testing could not be performed as no sample was returned for analysis. A DHR review was performed on the catheter with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of catheter separation could not be determined based upon the information provided and without the sample.

Event description:
The customer alleges that the catheter tip broke off during use and the catheter had to be removed. No report of patient injury or harm.